Event description:
The customer contacted stryker to report that their device would unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue, but unable to duplicate it. The software was updated and the battery pins were replaced as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would unexpectedly shut down. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.